Event description:
It was reported when using the pyxis ciisafe, it was not possible to modify the compounding ratio for a specific item. The customer reported that the problem occurred while attempting to dispense medication to the patient, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was with software the technical support specialist provided the customer with an explanation about the software. The system functioned as intended after the technical support specialist troubleshooted the device.